Event description:
The customer reported that the insulin pump alarmed motor error. During the call, the customer stated that he was hospitalized with diabetes ketoacidosis, and he was treated with and insulin drip and shots. The customer also had high fever, which lead to his glucose level to rise. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. Unable to perform occlusion test due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.